Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, she underwenta surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("both possible segments are submitted en toto to be cut and embedded on end"), salpingitis ("mild chronic salpingitis") and uterine perforation ("2 essure coils embedded in the left and right cornus of the myometrium, protruding through the serosal surface") in a female patient who had essure inserted (lot no. C76457) for female sterilisation. The patient had a medical history of menorrhagia, parity 2, gravida ii, dysmenorrhea, dysfunctional uterine bleeding, pelvic pain and vulvovaginitis. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required), salpingitis (seriousness criteria medically important and intervention required) and uterine perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (salpingectomy laproscopic, total laparoscopic hysterectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device, salpingitis and uterine perforation to be related to essure administration. The reporter commented: more than one related surgery-no. Bilateral salpingectomy: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.266 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: history: 37-year-old female for follow-up after placement of essure tubal occlusion implants. Technique: fluoroscopy was provided by x-ray technologist during hysterosalpingogram performed by physician fluoroscopy time 58 seconds. 10 fluoroscopic spot film images were recorded. Finding: bilateral essure tubal occlusion implants appear wellpositioned. Endometrial cavity appears normal. Contrast fills the left distal flow. Tube beyond the implant, there is free intraperitoneal spillage of contrast on the left, indicative of failure of tubal occlusion. There is no evidence of residual tubal patency on the right. Impression : failure of tubal occlusion on the left, despite presence of a well-positioned essure tubal occlusion implant. Left fallopian tube remains patent. No evidence of residual tubal patency on the right. [Pathology test] on (B)(6) 2016: specimen: left fallopian tube. Diagnosis : left fallopian tube: complete cross section of benign fallopian tube with mild hydrosalpinx, mild chronic salpingitis and focal mild smooth muscle hypertrophy noted no endometriosis nor neoplasm identified. Gross description : the specimen consists of a 6 0 cm in length by up to 0 7 cm in diameter segment of fallopian tube with attached fimbriated end some small fibrous adhesions are noted along the length of the specimen a pinpoint lumen is noted no discrete mass lesions are identified. On (B)(6) 2020: specimen: left fallopian tube; right fallopian tube. Fallopian tube, left, salpingectomy: fragments of benign fibrovascular tissue with benign rests. No lumen identified. Fallopian tube, right, salpingectomy: benign segment of fallopian tube with complete cross section gross description: received in formalin labeled "left fallopian tube" are two possible segments of fallopian tube measuring 0.8 x 0.5 cm and 1.2 x 0.2 cm. Both display smooth tan pink serosal surfaces. A lumen cannot be discerned. Wall thicknesses average 0.1 cm. Both possible segments are submitted en toto to be cut and embedded on end. Received in formalin labeled "right fallopian tube" is a 7.0 x 0.6 cm continuous fimbriated fallopian tube with a smooth tan pink intact serosa, a pinpoint lumen and wall thickness averaging 0.3 cm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical device removal was updated to embedded device.reporters, medical history, lab data, patient information, lot no., and non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("both possible segments are submitted en toto to be cut and embedded on end"), salpingitis ("mild chronic salpingitis") and uterine perforation ("2 essure coils embedded in the left and right cornus of the myometrium, protruding through the serosal surface") in a female patient who had essure inserted (lot no. C76457) for female sterilisation. The patient had a medical history of menorrhagia, parity 2, gravida ii, dysmenorrhea, dysfunctional uterine bleeding, pelvic pain and vulvovaginitis. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced embedded device (seriousness criterion intervention required), salpingitis (seriousness criteria medically important and intervention required) and uterine perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (salpingectomy laproscopic, total laparoscopic hysterectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device, salpingitis and uterine perforation to be related to essure administration. The reporter commented: more than one related surgery-no bilateral salpingectomy on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.266 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: history: 37-year-old female for follow-up after placement of essure tubal occlusion implants. Technique: fluoroscopy was provided by x-ray technologist during hysterosalpingogram performed by physician fluoroscopy time 58 seconds. 10 fluoroscopic spot film images were recorded. Finding: bilateral essure tubal occlusion implants appear wellpositioned. Endometrial cavity appears normal. Contrast fills the left distal flow. Tube beyond the implant, there is free intraperitoneal spillage of contrast on the left, indicative of failure of tubal occlusion. There is no evidence of residual tubal patency on the right. Impression : failure of tubal occlusion on the left, despite presence of a well-positioned essure tubal occlusion implant. Left fallopian tube remains patent. No evidence of residual tubal patency on the right. [Pathology test] on (B)(6) 2016: specimen : left fallopian tube. Diagnosis : left fallopian tube : complete cross section of benign fallopian tube with mild hydrosalpinx, mild chronic salpingitis and focal mild smooth muscle hypertrophy noted no endometriosis nor neoplasm identified. Gross description : the specimen consists of a 6 0 cm in length by up to 0 7 cm in diameter segment of fallopian tube with attached fimbriated end some small fibrous adhesions are noted along the length of the specimen a pinpoint lumen is noted no discrete mass lesions are identified.; on (B)(6) 2020: specimen : left fallopian tube right fallopian tube fallopian tube, left, salpingectomy: fragments of benign fibrovascular tissue with benign rests. No lumen identified. Fallopian tube, right, salpingectomy: benign segment of fallopian tube with complete cross section gross description: received in formalin labeled "left fallopian tube" are two possible segments of fallopian tube measuring 0.8 x 0.5 cm and 1.2 x 0.2 cm. Both display smooth tan pink serosal surfaces. A lumen cannot be discerned. Wall thicknesses average 0.1 cm. Both possible segments are submitted en toto to be cut and embedded on end. Received in formalin labeled "right fallopian tube" is a 7.0 x 0.6 cm continuous fimbriated fallopian tube with a smooth tan pink intact serosa, a pinpoint lumen and wall thickness averaging 0.3 cm lot number: c76457 manufacture date: 2014-07 expiration date:2017-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2769 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.